Event description:
It was reported that during the implant procedure for an implantable neurostimulator (ins), "abnormal" impedance values were seen on electrode 0. A new ins was used, but impedances were still abnormal. The lead was then replaced and impedances were within the normal range. The patient was reported to be "doing great" and recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of neurostimulator, model 3058, serial # (B)(4), and lead, model 3889, lot # v933653, showed no anomalies.

Manufacturer narrative:
Product ID: 3889, lot# v933653, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed